Event description:
The hospital reported a patient with a history of colon cancer presented at the emergency room complaining of six weeks of adbominal and lower back pain in addition to a 30 pound weight loss. On day three of admission to the hospital, the patient underwent a colonscopy which showed a lareg sigmoid tumor measuring 6 x 5 cm. Almost completely obstructing the lumen. In addition, upon insertion of the endoscope, it was noted that there was stool contaminating the entire adbomen due to the presence of at least two areas of perforation in the bowel. The tumor was resected, but with a positive margin. The patient was sent to the operating room for partial colectomy as well as colostomy placement. Extensive necrosis of the bowel and rectal tissue was found during surgery, and the adequacy of the anastomosis done was questioned because of the presence of so much necrotic tissue and tumor contamination. The patient tolerated the surgery well.

Manufacturer narrative:
Olympus contacted the hospital to obtain further information regarding the alleged event. The hospital reported the endoscope in will not be returned to olympus for investigation. The endoscope was inspected by the hospital, nothing was found and the endoscope was subsequently returned to service. In addition, the hospital's surgical consultant indicated the "perforation was secondary to the procedure", but the oncology consultant stated "in retrospect, the free air was probably not a complication of the colonoscopy, but actually represented progression of the patient's underlying pathology". Based on the information provided by the hospital, olympus determined the perforation was most likely the result of the patient's condition. However, without a technical evaluation of the device in question, olympus cannot conclusively rule out the endoscope as a contributing factor.